Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 19cm d/l glide path catheter in two segments were returned for sample evaluation. Along with return sample one photo was provided for the review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Partial break was noted on the both the red and blue luer extension leg and the proximal end of the bifurcate. Surface was noted be granular. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing each luer to observe for leaks. Upon infusing each luer, a leak from the distal end of the extension legs were noted each attempt. No visual anomalies were noted in photo review. Therefore, the investigation is confirmed for the reported leak and identified fracture. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, it was reported that a glidepath hemodialysis catheter exhibited leakage at the product line connection. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, it was reported that a glidepath hemodialysis catheter exhibited leakage at the product line connection. There was no reported patient injury.